Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. It was observed that the ball bearings inside the device were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning; user error/misuse or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that from (B)(6) during a femoral head ostectomy (fho) veterinary surgery, it was discovered that the sagittal saw attachment device was frozen and was not functioning. There were no delays to the planned surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jun 18, 2010. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.